Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17761458l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: non-biosense webster, inc. - st. Jude medical sl0 8.5 french . Smartablate generator, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi)/cavotricuspid isthmus (cti) ablation procedure for paroxysmal atrial fibrillation/atrial flutter with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After pvi and during cti, an audible steam pop occurred. Patient was assessed for a pericardial effusion and initially none was observed. Subsequently, the vital signs changed (unspecified) and a pericardial effusion was confirmed via ultrasound. Pericardiocentesis yielded 1000 ml. Patient was reported to be in stable condition. Patient required extended hospitalization (overnight) as a result of the adverse event for monitoring. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was most likely related to the use of high power (40 watts). There were no issues or errors reported on any biosense webster, inc. Products or equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Sheath was a st. Jude medical sl0 8.5 french. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the suite of injury. Power was not titrated. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds during pvi. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. There is no information regarding shaft proximity interference value. Thermocool® smart touch® sf uni-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch® sf uni-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure. The steam pop was assessed as not reportable as it is an expected physiological phenomenon and not considered to be a device malfunction. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.